Manufacturer narrative:
The reported event of failure to charge was confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Final analysis found that the device performed high voltage charges within a short period of time, in which the battery voltage did not have enough time to recover between the high voltage charges, the capacitor charge time limit was reached, and the battery depletion was normal based on the device usage. No anomalies were found.

Event description:
It was reported that the patient presented in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited charge time limit reached. The ICD was explanted and replaced on (B)(6) 2025. The patient was in stable condition.